Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported failure is user-related, such as excessive force during needle firing. Dfu-0392-sub-eo warns against the listed uses to help prevent needle breakage and potential patient injury.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/25/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-13991n surefire scorpion needle broke inside the cavity during the tendon suturing. This was discovered during a shoulder arthroscopy procedure with no patient harm or delay reported. Additional information was provided on 12/04/2025: it was further reported that the fragment was not located and it cannot be confirmed whether any part remained in the patient.